Manufacturer narrative:
The pump was unable to prime during the prime test due to protruded loose drive support disk. The excessive no delivery alarm test was unable to be performed due to prime anomaly. There was no motor error alarm. The motor passed motor test. There was minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had motor error alarm on their device. The customer's blood glucose level was reported to be 288mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. No further information provided.